Manufacturer narrative:
On 10 january 2018, hpf provided a document review reporting as follows: batch released on date: 17/01/2017 n. Of pieces released: (B)(4) comments: all the steps, according to our routing sheet and relative drawings, have been performed correctly as well as the dimensional and functional controls. We received other cases on this lot. There aren't non conformity elements in the document review. Inspection: we have already received complaints for this code and batch. The piece was not available for analysis, but looking at the picture, the drill broke in 2 pieces. Conclusion: we suppose that the rupture could have been caused by a drill flexion during the use which led to the drill breakage. Visual inspection performed on 27 january 2018 by r&d product manager: the bayonet drill was broken, the cause of the breaking might be an excess of flexion during its use.

Event description:
During the surgery the drill bit snapped. The surgery was completed successfully without the necessity of a back-up bit.